Manufacturer narrative:
The customer declined to have the service evaluate the system and cancelled the service call. The customer has decided to replace the device and refused further service. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.

Event description:
The customer reported that there was an "overload fault" error displayed. This error is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of pt injury or death associated with this event.